Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. The functional/display check failed. Dim display; the inverter board transformer is shorted; there was evidence of burn; replaced with a known good inverter board and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient (pt) called in stating that after completing treatment (tx) she was about to remove the cassette when the screen turned black on the liberty select. There was no report of any alarms. After troubleshooting with technical support, the liberty select was replaced. Additional information was solicited.